Manufacturer narrative:
The device was returned for investigation and the investigation has been initiated. The manufacturer received x-rays for review and will be part of the ongoing investigation the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Note: the actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hip stem a size 2, ref: 01.00551.102 ) are marketed in USA, and therefore this report was filed. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan distal part, straight, uncemented, 18/140 on the left side on (B)(6) 2005. The patient was revised on (B)(6) 2017 due to implant fracture at the distal taper connection. During the revision surgery also a broken cerclage was removed and some metallosis was found.

Manufacturer narrative:
Concomitant medical products - zimmer biomet: revitan, proximal part, conical, uncemented, 65, taper 12/14, ref. 01.00401.065, lot. 2214314. Cocr head, xl, 36/+8, taper 12/14, ref. 01.01012.368, lot. 2194074. Durasul, alpha insert, qu/36, ref. 01.00013.717, lot. 2114173. Fitmore, shell with screw cones, uncemented, 68/qu, ref. 01.00024.568, lot. Unknown. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. As no lot numbers were provided for the fitmore, shell with screw cones, uncemented, 68/qu ref: 01.00024.568 , the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: stem fracture (pin). Event description: the revitan stem was revised after 12 years and 7 months in vivo due to a fracture of the prosthesis at the connection pin. Review of received data: zimmer biomet product experience report (zper) the zper was filled in by the sales representative and in the event information section the following is stated: ¿the patient reported that he felt a cracking sound in the area of the left thigh several weeks ago. Much later, he got weight-bearing pain in the left thigh and therefore presented at the clinic on the (B)(6) 2017¿. The given weight and height of the patient resulted in a bmi of 34.7. According to the bmi scale the patient is classified as obese class I (moderately obese) (bmi 30 - 35). Surgical notes: implantation report, dated (B)(6) 2005 the report was received in (B)(6), translated to english and the relevant information is summarized below. The diagnosis section states aseptic loosening of left hip prosthesis. In the procedure section the steps to remove the previous cemented prosthesis are described. The acetabulum is reamed and, after a trial fit, a 68 mm fitmore cup is implanted and secured against rotation with two screws. A durasul insert for a head size 36 is placed. The femur is rasped for a 18 mm revitan prosthesis, then the modular prosthesis is assembled. A trial reduction is made and a cerclage wire is placed in the proximal femur area. Then the assembled prosthesis is impacted. A trial reduction is performed and finally a durasul head size 36 xl is mounted. The leg length is balanced and there is free movement without dislocation tendency. The wound is rinsed, redondrains are placed and the wound is closed. Revision report, dated (B)(6) 2017 the report was received in (B)(6), translated to english and the relevant information is summarized below. The diagnosis section states a fracture of the connection pin of a revitan stem on the left hip after revision of the hip endoprosthesis in 2005. In the indication section it is noticed that the patient reported to have had felt a cracking sound in the area of the left thigh a longer time ago. The symptoms then had been disappeared but lately he had increasing weight-bearing pain. The radiological examination revealed a stem fracture at the level of the connection pin. The procedure section describes the steps taken to prepare and open the left hip joint. At opening the joint approximately 30 ml reddish-clear effusion drains out. There is a clear black discoloration of the synovium inside the joint capsule. The capsule is completely cut out and the femoral neck and head are exposed. Afterwards the head can be dislocated and the loose proximal part of the stem can be pulled out after the overgrown ossifications have been removed from the greater trochanter. A broken cerclage wire is removed and a clearly metallic discolored tissue is observed around it. A bone flap is prepared of approximately 20 cm length. After lifting the bone flap samples are taken. The medullary cavity also shows metallosis, which migrated distally from the proximal edge of the stem. The further steps of the surgery are unknown as only one page of the revision report was received. Intraoperative pictures: an intraoperative picture was received showing the distal part of the revitan stem in the medullary cavity with removed bone flap. X-rays: ap and second views taken on (B)(6) 2015 an ap view of the pelvis shows total hip prostheses implanted in the left and in the right hip. A revitan stem and a metallic shell fixed with two screws are implanted on the left hip. In the trochanter major area there is a cerclage wire. The latter is broken. Lateral to the proximal stem part there is a sclerotic line visible. On the medial side of the stem, at the level where the cerclage wire is located, discrete osteolytic bone changes can be seen. When the x-ray template of the revitan stem is overlapped on the x-ray it can be observed that the proximal part of the stem is not in the same axis with the distal part of the stem. A second view taken on (B)(6) 2015 shows a gap along the anterolateral side of the proximal stem part. Along the posteromedial side of the proximal stem part and posteromedial to the proximal region of the distal stem part a radiopaque area can be observed which can indicate cement residues. Ap and second views taken on (B)(6) 2017. The x-rays taken on (B)(6) 2017 have a different brightness and contrast compared to the previous study. An ap view of the pelvis shows a fracture of the connection pin of the revitan stem on the left side. Compared to the previous study, the proximal part of the revitan stem is tipped medially and its distal end is slightly shifted laterally. On the lateral side of the proximal part there is a gap visible between the previously observed sclerotic line and the prosthesis due to its medial tipping. On the medial side of the proximal part a small gap can be seen between the part and the bone. In the second view small radiolucent gaps are noticeable along the anterolateral and posteromedial side of the proximal stem part. The tipping of the proximal part of the revitan stem is as well recognizable. Both the ap and the second view show osteolytic changes on the medial side of the proximal stem part at the level of the cerclage wire, which seem to be more pronounced when compared to the previous study. Various x-rays taken on (B)(6) 2017. These x-rays show the situation after the revision of the revitan stem and are not further discussed in this report. Devices analysis: visual examination . The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 4 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture with the origin on the posterolateral side. On both fracture surfaces, around the edges and predominantly on the medial side, there are areas polished to a shine so that the original fracture structure is completely obliterated. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The proximal part of the revitan stem exhibits some scratches, mostly on the neck region, and the thread for the setting instrument is partially damaged. This derived most probably from revision surgery. After a closer inspection few tiny remains of bone ongrowth could be detected on the proximal part. On the medial and posterior side polishing in the form of horizontal lines can be observed. Slight polishing can be also seen on the posteromedial edge, close to the proximal bore hole. On the face surface of the proximal part the medial and lateral noses are partially worn. On the proximal fracture part of the connection pin there is a stripe revealing surface changes adjacent to the fracture surface, running from medial via anterior to posterolateral. Closer inspection of the stripe with a low power microscope (leica mz16 a, eq-ID wnt-03-rsr-540-151663) revealed smeared metal and corrosion. On the anteromedial side there is a transverse crack visible. On the blasted surface of the pin an area with smearing can be noticed on the anterolateral side. The inner side of the distal stem body is worn and damaged. On the lateral side, the inner side is partially worn through leaving a thin ragged edge. On the medial face surface of the stem body a polished area can be observed. On the anchoring surface of the distal part of the revitan stem some damage from revision surgery in the form of scratches and nicks can be seen. There are bone attachments on the anchoring surface. In the as-received condition the cocr head and the proximal part of the revitan stem were still assembled. For further investigation an attempt to disassemble the parts was made. Before the attempt the stem to head position was marked. As the parts were firmly attached to each other, further attempts to remove the head from the stem were stopped to avoid coarser damage to the components. The articulation surface of the cocr head presents numerous fine scratches as well as some coarse scratches below the equator. Conclusion: the revitan stem was revised after 12 years and 7 months in vivo due to a fracture of the prosthesis at the connection pin. The fracture occurred due to fatigue in the non-blasted area some millimeters below the proximal end of the distal part. The fracture origin is located on the posterolateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a stripe revealing smeared material, corrosion and a transverse crack. It is unknown if these surface changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments are visible on the anchoring surface of the distal part. However, on the proximal part hardly any remains of bone could be detected. Further, polished areas detected on the proximal part could indicate loosening / movements against the bone. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. The worn inside of the distal part¿s stem body, the polished areas on the face surfaces of the stem¿s two parts as well as the smearing on the anterolateral side of the connection pin are most probably concomitants of the fracture. The x-rays taken in (B)(6) 2015 show a broken cerclage wire, discrete osteolytic bone changes on the medial side at the level of the cerclage wire and a gap along the anterolateral side of the proximal stem part. The broken cerclage wire could point to an instable situation with loosening and movement of the proximal part. The observation that the proximal stem part is not in the same axis with the distal stem part may indicate a start of a fracture. The x-rays taken in (B)(6) 2017 show the revitan stem fractured at the connection pin. The proximal stem part is tipped medially and slightly shifted laterally. Radiolucent gaps can be seen on the lateral and medial side of the proximal stem part. Because there is no x-ray follow-up at hand between implantation and (B)(6) 2015 the development of the situation over time in vivo stays unknown. Based on the above described findings, it could only be hypothesized that at one point in time it came to a loosening in the proximal region of the revitan stem which progressed and finally resulted in the fracture of the connection pin. However, it is possible that the surface changes on the connection pin and the patient¿s overweight could have contributed to the fracture. It is unknown to which extent each of these factors influenced the sequence of events and whether there were other influencing factors not mentioned above. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet considers this case as closed. (B)(4).